Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. The pt's device was explanted.